Event description:
It was reported that the surgeon ((B)(6)) was performing a surgical procedure using a coblator ii surgery system and an unknown arthrowand. The pt reportedly experienced excessive bleeding at the surgical site. Attempts to gain additional information regarding this event were made, however, no additional information has been received.

Manufacturer narrative:
This event occurred outside the united states. As a result of foreign confidentiality requirements and international privacy laws, no pt information was available. Reference manufacturer report(s) : 3006524618-2012-00734.